Manufacturer narrative:
The device has not yet been returned for evaluation however, the manufacturer has been told that it will be and at that time, a more thorough evaluation can be performed. At present, the lot number has not been provided so the manufacturing and inspection records for specific lot have not been reviewed. The instruments used to implant the set screw will also be returned for evaluation. X-rays have also been made available for review and will be evaluated, along with the surgeon's surgical technique. At this point, no definitive conclusions can be drawn regarding the cause of the back-out. The manufacturer will continue to monitor and trend experiences of this nature. Device not yet received.

Event description:
Set screw backed out of middle level of l3-s1 denali cannulated screw construct approximately 3 months post-operatively. The patient was revised.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The abrasions on the rod contact surface of the set screw indicate that the rod was not properly seated in the pedicle screw when the set screw was tightened down, which likely led to the loosening and backing out. The instruments function as intended. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.